Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, leak was observed along with air bubbles in hemostatic valve of steerable guide catheter (sgc) while introducing clip into it. Loss of column was observed in the lumen of the clip introducer as well. Air was removed by applying negative pressure through the three-way stopcock connected to the sgc hemostatic valve. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.